Manufacturer narrative:
The distal segment of the lead was returned for investigation. The reported event of undersensing was not confirmed. Electrical tests were performed and revealed no anomalies. The damages found were consistent with those occurring at the time of explant.

Manufacturer narrative:
(B)(4).

Event description:
The riata lead was explanted and replaced due to decreased sensing and threshold. No lead issue was seen on x-ray. The patient is in stable condition.